Event description:
It was reported that a malfunction alarm occurred with the customer's pump, identified by code malf 12. There was no reported adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) to ensure continuous insulin delivery, and tandem technical support arranged for a replacement pump to be sent. The customer was instructed on how to store the malfunctioning pump and return it using a pre-paid label, which the customer understood and acknowledged.